Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced high pressure alarm during infusion. Occlusions were not identified and pump was restarted a few times, and the alarm would return immediately upon startup. The pump was powered off. The programmed rate was 2.3 ml per hour. The remaining volume was 33.2 ml, and volume given was 72.8 ml. The medication being infused was adrucil. There were patient involvement and no harm.